Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure xl procedure the device got hot and stopped cutting, the white flexible drive cable melted below the handle and around the wiring of the myosure xl device. No injury to the patient or the physician was reported. Procedure was completed with a second device. No additional information could be obtained.

Manufacturer narrative:
Device was returned and investigated : visual inspection was conducted, and the drive cable was damaged at the handle and the blade and the outer tube were cut from the device. The device was dissected and it was observed that the metal flex cable was broken and only a small section of the cable was in the device, the cover of the cable was melted and was cut during the investigation to investigate the inside components of the cable : a small metal fiber was observed. The switch was working as intended and no damage was found to it. Functional testing nor testing could be conducted due to the damage to the driver cable. Visual inspection confirmed the complaint. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.